Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the received information, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant using an unknown abbott delivery system for a patent foramen ovale (pfo) defect. During deployment of the left disc of the device in the left atrium of the patient, the device made a ball shape or bulbous deformation. The decision was made to use another 30mm amplatzer pfo occluder instead. There was no angulation or kink noticed in the delivery system. There were no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.